Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a tear appeared in the patient's anterior capsule after removing the capsulotomy during a laser assisted cataract procedure. The laser portion was performed normally. The doctor reported that the surgery was complicated and that a bridge was noted in the same area as where the tear appeared. A three piece intraocular lens (iol) was implanted instead of a monofocal iol. Upon follow up, it was reported that an anterior vitrectomy was performed and iol was implanted into the sulcus. Part of the anterior capsule was torn in the superior zone since the initial was radial to the posterior capsule and one small adjacent bridge that was released without higher incidence of the conventional surgery was noted. This drew attention to the big bubble of air that was deep and central. The patient continues to be monitored.

Manufacturer narrative:
No video of the treatment, optical coherence tomography scan, or patient ocular/medical history provided. Patient anatomy as a contributing factor for an incomplete dissection cannot be confirmed. Furthermore, ocular movement during treatment, ocular anatomy, and loss of suction can also contribute to or be the cause of an incomplete dissection. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon additional follow up, the patient is happy and has been discharged from follow up care.